Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded multiple quality check codes (qcc) 22, 31, 39 & 44 during pt testing using multiple analyzers. Time 10:21, sample type: qcc, device 313746. Time: 10:23, pt, 313746. Time: 10:37, qcc, 313746. Time: 10:38, pt, 300151. Time: 10:40, qcc, 313746. Time: 10:43, qcc, 313746. Time: 10:44, eqc, 300151. 10:46, qcc, 300151. Time: 11:05, qcc, 313746. Time: 11:05, pt, 300151. Time: 11:07, qcc, 313746. Time: 11:09, pt, 300151. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).